Event description:
A (B)(6) male patient contacted zoll lifecor customer support to report that he received a message that his one battery pack may have a problem. The patient was provided with a battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem (battery faults) has been confirmed. Upon receipt, the battery cells were defective and found to have an 0v output. The root cause of the defective cells cannot be positively identified. Once the cells were replaced, the battery was fully functional. No adverse event resulted from the defective battery. The patient received a replacement battery.